Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.the reported events were unable to be confirmed as there was no imagery or device provided for evaluation. A review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials did not reveal any deficiencies. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with a pre-existing conduit/valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch onto the pre-existing valve which would have then led to the reported withdrawal difficulty. As such, available information suggests that patient factors (pre-existing conduit) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra valve in a failed conduit in the pulmonic position that had been treated with a non edwards valve fractured in multiple locations. The non edwards valve was predilated, then the first 23mm sapien 3 ultra valve was implanted. During deployment, the commander delivery system balloon burst and there was withdrawal difficulties from the implant site. After implant, review with ice and angio it was determined that the leaflet of the first valve was torn. Decision was made to place a second 23mm sapien 3 ultra valve. Post implant review of angio and ice showed no central leak and satisfied with implant.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway. H3 other text : not returned.

Manufacturer narrative:
Additional information: this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17526.